Event description:
The customer reported that while the unit was in use on a pt, the balloon ruptured and had to be surgically removed from the pt. The pt was switched to another unit and therapy was continued.